Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026, 9:00 a.m. In accordance with the physician¿s orders, the patient was administered intravenous therapy. Prior to inserting the IV catheter, the IV tubing and the scalp cannula were inspected to ensure there were no air bubbles, and the patient¿s indwelling needle cannula was also checked and found to be free of air bubbles. However, upon connecting the IV to the indwelling cannula, small air bubbles were discovered in the extension tubing. Since the cannula had already penetrated the vein, the issue could not be addressed in time, and the air bubbles entered the venous system. The family expressed concern that this could affect the child¿s health, potentially causing an air embolism, leading to dissatisfaction and negatively impacting their experience with the medical care, as well as posing a safety risk.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and the retained samples, no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received for analysis and confirmation, and the usage of the sample is unknown, so the root cause of this complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.